Event description:
It was reported that a large volume infusor had a leak at the connector site. The reporter stated that an unknown solution leaked onto the patient¿s skin, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.